Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft and suprarenal aortic extension on (B)(6) 2017. On a later date, an expanding abdominal arotic aneurysm was identified with a type 3a or 3b endoleak per angiography. The secondary case for this patient was completed on (B)(6) 2017 and the patient was relined by implanting with an afx2 bifurcated stent graft and two (2) afx vela suprarenals.

Event description:
Subsequent to the initial MDR it was determined that this was a duplicate case that was previously submitted under MFR# 2031527-2017-00066; therefore, MFR# 2031527-2018-00270 should not have been submitted.

Manufacturer narrative:
Subsequent to the initial MDR it was determined that this was a duplicate case that was previously submitted under MFR# 2031527-2017-00066; therefore, MFR# 2031527-2018-00270 should not have been submitted.